Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the right ventricular (rv) lead became dislodged. The lead was repositioned and remains in use, however, it was noted that the thresholds increased but the lead was still capturing. No patient complications have been reported as a result of this event.